Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. The customer stated that reservoir lip ring was came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.